Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer changed batteries and attempted to deliver a bolus. Customer states that numbers began to scroll on display screen and buttons stopped responding. Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had intermittent up button response due to moisture damage on the keypad traces. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms were noted during testing. No unexpected numbers ramping/scrolling during testing noted. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.